Event description:
It was reported that a gav 2.0 shuntsystem (part # fx156t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the system was believed to be operated in under-drainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 months, weight: 6.33 kilograms (kg), height: 58 centimeters (cm), gender: female.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test showed that the gav 2.0 is clogged while the paedi. Prechamber is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. Because the valve is not permeable, a computer controlled test is not possible. Internal inspection: after dismantling of the valve, deposits were found inside. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine a blockage in the valve. The determined deposits can be named as the cause for the blockage. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.